Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion brown particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  exchange of textured breast implants due to the patient¿s concern with the product, rupture, fluid within the pocket, and capsular contracture.

Event description:
Healthcare professional reported "exchange of textured breast implants due to the patient¿s concern with the product." Later during surgery, healthcare professional reported "right side rupture, fluid within the pocket, and bilateral capsular contracture" (baker grade unknown) which required capsulotomy. The device has been explanted and replaced.